Event description:
It was reported, to medtronic minimed, that the customer, experienced damage (physical or cosmetic), retainer ring damage, reservoir unable to lock into place. The customer reported, blood glucose value of 300 mg/dl. The customer reported, hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported, physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1880 was requested. And the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found broken solder joint of the j7 power connector on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken off and missing the end cap, cracked select button keypad overlay and minor scratched lcd window. No physical damage to the retainer ring noted. Blank display due to broken solder joint of j7 connector on the pcba 1. Retainer ring damage not confirmed. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.